Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that the bellows were not operating as expected during low gas flow pre-use checkout. There is no report of patient involvement.

Manufacturer narrative:
The customer declined repair. No further information available.